Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: heavy menstrual bleeding and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: heavy menstrual bleeding and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.